Event description:
Pt reported the infusion device displayed an e7 electronic error. No physiological effects were reported, and pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for eval. A preliminary eval was performed. E7300 errors were found in the history, and the infusion device correctly triggered these errors as the difference between the two real time clocks is too big because the time in the rtc is divergent. The exact reason of the divergent time is unk. The soft components of the housing are worn down heavily; therefore, liquid entered the infusion device and damaged the electronics. The snap dome of the up button is contaminated due to the liquid. The functionality of the up button is not fully ensured due to the contamination. Add'l info will be submitted when the eval is complete.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.